Event description:
It was reported that a user¿s dexcom g6 failed to pair with the ilet, with the pump displaying start sensor and the dexcom app showing warmup; the ilet reported a bluetooth version of 0.0.0, and dosing stopped pending cgm data or a manual blood glucose entry, after which a replacement ilet was provided. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no medical intervention and no impact requiring healthcare utilization. Investigation included technical troubleshooting, device restart, verification attempts to reenter the sensor code, review of bluetooth functionality, firmware update checks, and monitoring of device return logistics. Investigation of this case revealed a persistent bluetooth communication failure on the ilet preventing cgm pairing and app connectivity. It was concluded that the ilet experienced a device communication malfunction that impeded cgm integration, while the user continued glucose monitoring via the dexcom app without clinical harm.

Manufacturer narrative:
Complaint confirmed. Alert 60 was annunciated when the device started up. The device was opened and the rtv seal was found to be weakened and the display assembly was lifting freely. Inside, the hoverboard was found to be bent and cracked. As a result, the bluetooth chip was separated from the remainder of the pcb.